Manufacturer narrative:
Device passed displacement test; it failed self test. During testing, the enter keypad button was intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer also stated that, the buttons were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.